Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a mo.ma ultra 6f ID cerebral protection device to treat a lesion in the cca. The lesion exhibited >75% stenosis. The device was removed from the packaging as per the instructions for use. The device was inspected and prepped prior to use with no issues noted. A little friction was noted advancing the device through the sheath. During the procedure, after the physician inflated the proximal balloon of mo.ma placed in cca, it was noticed under fluoroscopy that the balloon was deflating. For this reason it was decided to remove this device and use another mo.ma without any issues. No patient injury or other sequelae were reported for this event. Device evaluation: the device was returned for evaluation. Traces of radio opaque solution were detected inside the inflation lumens but the proximal lumen was not occluded so inflation/deflation test of the balloons could be performed without any issuers. In order to detect the leakage source, the upper semi-shell of the hub was removed. Negative pressure was applied on this inflation lines by connecting a vaclock syringe filled with water to the lateral luer: a few bubbles continued to appear after 15 seconds when the proximal inflation line was tested, indicating a leakage. Then, proximal balloons was inflated applying positive pressure to the syringe connected, however a leakage was detected on the balloon surface a microscope was used to check the leakage and a rupture on the surface of the balloon was clearly detected (proximal side). Also to the proximal adhesive slides showed a little damage in one point. Moreover on the surface of the balloon, a scratching line was detected along the length. A damaging part of the shaft was also detected on the distal end of the exit port that was found sharp. No other abnormalities were detected on the device. Cine image review: the cd of the procedure was analyzed however no indication about the failure reported was found. In the cd we can see a moma procedure with balloon inflated without abnormalities and stenting deployment successfully concluded.